Event description:
It was reported that a pt experienced an increase in seizure activity following implant of the device. The pt's device was later explanted due to an infection (reported on MDR 1644487-2010-00331). Good faith attempts to obtain add'l info surrounding the increase in seizures from the pt's neurologist have been unsuccessful to date.